Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that after the pt's lvad was exchanged due to severe hemolysis (reference manufacturer report #2916596-2012-00520), the pt had a cardiac arrest consisting of bradying down. The pt expired two days later. Prior to the pump exchange, the pt had an acute renal injury. The vad coordinator feels that the death was not related to malfunction of the pump, but rather due to sepsis. The pt had been on multiple pressors (medication), and the pt became bradicardic. Due to the pt's neurological damage, the pt was made dnr by the family.

Manufacturer narrative:
The device is not returning to the manufacturer, as the hospital disposed of the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.